Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. After pre-dilatation, a non-abbott stent was implanted at the lesion. Via intra-vascular ultra sound (ivus) part of the stent was found to be expanded insufficiently. Therefore, the nc trek balloon was delivered toward the lesion and inflated. However, the pressure did not increase and contrast was noted to be leaking from the balloon. A balloon rupture was suspected and the device was retracted from the anatomy. There was no resistance during advancement or retraction of the device. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route, guide cath: radiguide ii 6f, bl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.